Manufacturer narrative:
Investigation conclusion: . A review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Customer reporting a possible false positive sars result. Customer states they were positive by qv sars 2 times and 1 time by other rapid antigen test but negative by pcr. Customer states they were lightheaded with a headache. Report 2 of 2 results